Manufacturer narrative:
Corrected information has been provided in d4. Asae / major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
Added: e4. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d1 brand name updated. D6b explant date added.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Based on the available information, the bleeding is most consistent with an access site¿related event exacerbated by systemic anticoagulation and patient movement, rather than a malfunction of the impella cp device. Hemostasis interventions (suture and manual pressure) were appropriate, and there is no evidence of device performance failure.

Event description:
An impella cp was inserted via the right femoral artery in a 69-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage c shock. During support, staff noted bleeding at the impella access site while the patient was receiving a heparin infusion at 10 units/kg/hr, with an act of 248 seconds. The heparin drip was discontinued, and a cardiologist placed a stitch above the insertion site, followed by manual pressure; mild persistent oozing was reported, and both the ICU team and cardiology were aware. The introducer had been peeled away outside the body, and angle matching was confirmed. Contributing factors included patient movement in the distal limb and the presence of a large femoral artery; no vessel perforation or dissection was identified, and no blood products were required. Product return was initiated for both the pump and introducer. The patient remains on support at the time of reporting. Based on the available information, the bleeding is most consistent with an access site¿related event exacerbated by systemic anticoagulation and patient movement, rather than a malfunction of the impella cp device. Hemostasis interventions (suture and manual pressure) were appropriate, and there is no evidence of device performance failure.